Event description:
A pt was admitted for repair of a left pseudo-aneurysm of the carotid artery. Post op complications included return to the or for surgical site bleeding, dyshagia requiring intubation, respiratory failure due to aspiration leading to pneumonia and a new onset of atrial fibrillation resulting in brady-tachy syndrome and the need for a pacemaker. During the permanent pacemaker insertion, there were several attempts to place the lead appropriately on the right ventricle, each time threshold measurements showing a low or no reading at all. A new lead was to be inserted when the pt's blood pressure dropped. Ultimately, pt coded and resuscitation was unsuccessful.